Event description:
The customer reports the inlet on the ac module is pulling out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the inlet on the ac module is pulling out. There was no report pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.